Event description:
On 07/30/1998, the surgeon informed the MFR's sales rep that two devices were explanted due to infection (same catalog numbers, different lot numbers). This report concerns the first device (ref. MDR# 1220923-1998-00077 for second event). The report states the following: explantation of the device was required due to infection. Additionally, the report states that it is noteworthy to mention that tunnelers were used for the device; however, there was a mixture of tun-100 and metal tunneling devices "flashed sterilized" just prior to the insertion. The report also states that the device will not be returned to the MFR for analysis. No further details were provided.